Manufacturer narrative:
(B) (4).

Event description:
Following implantable neurostimulator (ins) replacement (see MFR report #3004209178201000772) the patient developed an infection and the device had to be explanted. The patient was scheduled for re-implantation the end of (B) (6) 2010.